Event description:
It was reported through the research article "backwash maneuver for heartmate3 inflow thrombosis: experience from two cases" that a 67 year old woman with end-stage heart failure secondary to ischemic heart disease, underwent heartmate3 left ventricular assist device (lvad) implantation. During the fourth postoperative day, a drastic reduction in lvad flow occurred, plummeting from 4.5 to 0.5 l/min. The postoperative partial thromboplastin time (ptt) was 45¿51 sec. The patient remained hemodynamically stable due to adequate intrinsic left ventricular (lv) output (left ventricular ejection fraction [lvef] = 25%) under inotropic support. The echocardiography and technical analysis of the lvad suggested the presence of inflow thrombosis. Additionally, acute elevations in lactate dehydrogenase (ldh) (from 65 to 109 iu/l) and bilirubin (from 0.43 to 1.3 mg/dl) levels were detected. After an unsuccessful backwash maneuver, a heartmate3 replacement was performed, whereas a large thrombus occluding the inflow cannula was revealed intraoperatively.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01jan2022 as data was collected between 2014 and 2022. German heart center of the charité, berlin, germany. Author information: cholevas, n., hoermandinger, c., just, I. A., politis, n., falk, v., potapov, e., & schoenrath, f. (2024). Backwash maneuver for heartmate3 inflow thrombosis: experience from two cases. Asaio journal. Https://doi.org/10.1097/mat.0000000000002258. German heart center of the charité, berlin, germany . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump, as well as review of the photos attached to the research article and provided by the account, confirmed inflow cannula thrombus. A specific cause for the thrombus could not be conclusively determined. It was reported through the research article "backwash maneuver for heartmate 3 inflow thrombosis: experience from two cases" that a 67-year-old woman with end-stage heart failure secondary to ischemic heart disease underwent heartmate 3 left ventricular assist device (lvad) implantation. During the fourth postoperative day, a drastic reduction in lvad flow occurred, plummeting from 4.5 to 0.5 liters per minute (lpm). The postoperative partial thromboplastin time (ptt) was 45 ¿ 51 seconds. The patient remained hemodynamically stable due to adequate intrinsic left ventricle (lv) output under inotropic support. The echocardiography and technical analysis of the lvad suggested the presence of inflow thrombosis. Additionally, acute elevations in lactate dehydrogenase (ldh) and bilirubin levels were detected. After an unsuccessful backwash maneuver, a heartmate 3 pump replacement was performed, and a large thrombus occluding the inflow cannula was revealed intraoperatively. It should also be noted that the account communicated that a thrombus formation was observed in the patient's left ventricle prior to the implantation of (B)(6). Within the submitted research article as well as in the photographs provided by the account, photos of the reported inflow thrombus were shown. The images showed an ingested acute thrombus formation completely occluding the proximal end of the inflow cannula. Heartmate 3 left ventricular assist system (lvas), (B)(6) was returned assembled with the pump cable severed approximately 6" from the pump. The distal portion of the pump cable was not returned. The modular cable, sealed outflow graft, sealed outflow graft bend relief, and the apical cuff were also not returned. Upon disassembly of (B)(6), examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. However, the account returned a large, v-shaped thrombus formation in a jar of fixative. This formation was originally observed within the inflow cannula at the time of explant. This deposition was sent to an outside lab for histology testing. This formation was found to be an acute fibrin clot comprised mostly of intact red blood cells with areas of fibrin and host cells. No organization of the clot was apparent and a masson's trichrome stain for collagen/fibrosis was negative. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. (B)(6) functioned as intended. Review of the submitted controller event log file captured a sustained low flow alarm on (B)(6) 2016 from 16:54:08 through the end of the file at 19:00:06. Although the origin of the thrombus formation and a root cause for its development could not conclusively be established, it likely contributed to the persistent low flow alarms observed in the submitted log file. Of note, decreases in flow to as low as 0.0 liters per minute (lpm) were observed during low-speed events when the stored patient speed was set below the low-speed limit. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Attempts for additional information were sent to the customer; however, no further information has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was implanted with the heartmate 3 left ventricular assist device (lvad) on (B)(6) 2016. The implant was performed "off-pump" in lis technique (apico descendal cannulation). The implant and the post-operative course was uneventful and the patient was already transferred to step down unit. On (B)(6) 2016 at around 4:55 pm, the estimated flow dropped to 1 l/min and the pi was decreased as well. The patient was put on inotropic therapy to maintain stable hemodynamics. On (B)(6) 2016, a low flow alarm suddenly occurred "permanent". The flow dropped down abruptly below 1 l/min. An echocardiogram (echo) was performed and an undischarged left ventricle was detected. A transesophageal echocardiogram (tee) was performed and an inflow obstruction was visualized. Due to the fact that the patient had unstable circulation, a decision was made to bring the patient straight to the operating room (or) to exchange the device. During the procedure, an inflow obstructing thrombus was confirmed. After explantation, a massive occlusive thrombus was detected, which was sucked from the left ventricle into the inflow cannula. The exchange went uneventful and the patient was deemed stable in the intensive care unit (ICU). Additionally, he surgeon confirmed a thrombus formation in the left ventricle before the first implant on (B)(6) 2016.